Event description:
The manufacturer received information alleging a patient had an asthma attack after using a devastation 2 CPAP device. The patient was admitted to the hospital and received breathing treatments. The patient continued to use the device and alleges coughing, wheezing and shortness of breath. The patient returned to the doctor's office and was given more breathing treatments. The patient reported the filters are getting dirty and need to be cleaned every one to two days. The patient discontinued use of the device and is not experiencing any symptoms currently. The device has yet to be returned. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported information alleging a patient had an asthma attack after using a dreamstation 2 CPAP device. The patient was admitted to the hospital and received breathing treatments. The patient continued to use the device and alleged coughing, wheezing and shortness of breath. The patient returned to the doctor's office and was given more breathing treatments. The patient reported the filters are getting dirty and need to be cleaned every one to two days. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.